Event description:
It was reported to medtronic minimed that the customer experienced blank display, exposed to moisture, damage (physical or cosmetic), keypad/button unresponsive/button error, audio/vibrate anomaly/absence of alarm, device test failed. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Pump did not pass self test. Customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Proceed it by using a new battery cap and a new battery. Unit powered up properly after battery installation. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to unexpected constant critical pump error 24. Unable to clear alarm. Successfully downloaded history files and traces using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. During download history review using the pump diagnostic trace, pump error 24 occurred on (B)(4) 2024 at 18:49:00. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection, it was determined that the ingress of water severely corroding electronic assemblies, keypad flex connector and force sensor flex connector. The following were noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked case (battery tube) and label damage (faded and stained). In conclusion, blank display was not confirmed. Pump error 24 confirmed during testing and on the pump diagnostic trace due to moisture damage on electronic assemblies, keypad flex connector and force sensor flex connector. Device test failed due to pump error 24. Unable to confirm keypad unresponsive and audio/vibrate anomaly/absence of alarm. Cosmetic damage was confirmed when cracked case, cracked battery tube case and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.